Event description:
The customer reported via phone call that they experienced high blood glucose when their reservoir has half the insulin remaining. The customer stated the issue has occurred with the last three infusion sets. The customer also reported they had an absence of alarms with the insulin pump. The customer declined to troubleshoot and requested a replacement insulin pump. The customer also reported their blood glucose was 160 mg/dl and rose to 300 mg/dl after bolusing. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.